Event description:
Hospital staff reported rupture. The device has been explanted. This record is for the right side.

Event description:
Hospital staff reported rupture. The device has been explanted. This record is for the right side.

Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Hospital staff reported rupture. The device remains implanted. This record is for the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device had a broken shell and flat creases. A weight test of the device was verified. And the device was underweight. A microscopic analysis was performed which identified: broken in the shell with a sharp edge and nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: one sharp edge broken in the shell with nicks due to surgical impact opening.

Event description:
Hospital staff reported rupture. The device has been explanted. This record is for the right side.